Event description:
It was reported that there was a potential targeting issue involving the nexframe/stealth station issue. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).